Event description:
Infection. Customer reports that patient developed infection following shoulder surgery. Patient was returned to the or to debride wound. Patient was placed on a regimen of antibiotics. Patient was returned to or several more times for treatment of a non-healing/infected wound.